Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infusion where it was reported the device doesn't stay on. There is unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Investigation summary the complaint ¿it doesn't stay on¿ was tested as a level 1 investigation. The device was in good general condition. The device completed a full pvt without issue. The device powered up on battery and a/c without issue. The charge indicator led was illuminated when connected to a/c. The alarm logs were downloaded and saved on file. Summary from log analysis: ¿ engineering couldn¿t confirm the customer complaint from the description provided and concludes that there was no abnormal shutdown or bootup from the logs provided till sep15, but the power loss due to drained battery before logging led to dirty bit by oct 10. ¿ since the infusion in line a was interrupted by proximal air in line a alarms and multiple switches between battery and ac main, engineering recommends service center to do the preventive maintenance tests. ¿ apart from this, engineering confirms that the device was working as expected. The complaint was not confirmed, and no probable cause could be determined. There was no fault found with device.

Manufacturer narrative:
Correction: there is a recall for this failure mode, see z-2447-2024.